Event description:
Event description guidant received information that at 14.0 months post implant, this implantable cardioverter defibrillator (ICD) displayed an earlier than expected elective replacement indicator (eri).